Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. Reason for reoperation: rupture.

Event description:
Patient reported experiencing skin rashes, allergies, permanent urinary tract infections, persistent fatigue, and daily headaches four months after right-sided implantation, events are not device related. Also reported, right breast pain and possible rupture. Device not returned. Events reduced post-explant.